Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient experienced a neurologic event, pupils dilated and noxic event. The patient was reported to be unresponsive and brain dead and expired two days post-implant.